Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated the check button on the infusion device does not function correctly. No adverse event was reported. The alleged product was requested for evaluation.